Event description:
A ventilator was returned to a third party svc center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party svc ctr, the device failed a step during testing. The device's blower motor was replaced to address the issue.